Event description:
It was reported the device was overheating during testing conducted at the user facility. The user facility reported there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported the device was overheating during testing conducted at the user facility. The user facility reported there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.